Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. The patient developed persistant groin pain six weeks post operatively. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.